Manufacturer narrative:
Investigation summary: our quality engineer inspected the video submitted for evaluation. Bd received one video which displayed a q-syte connector attached to a red luer adapter from a peripherally inserted central catheter. A luer lock syringe was attached to the q-syte connector. It appeared that the syringe was fully threaded onto the connector. A drop of liquid was noted to leak from between the q-syte connector and the syringe. No other drops of liquid were noticed. After injecting fluid through the q-syte connector, the fabric that was held under the connection between the syringe and q-syte connector revealed a wet spot. The reported issue of a leak was confirmed; however, the observable features in the submitted video did not contain enough information to identify a specific root cause of the reported event. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. This occurred 46 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: feedback from nurse manager during infusion, found that the product leaked, affected number of 46 pcs, full translation of customer response in attachments: hello, this situation is 46 connector leakage, all of which occur after connection, some use hours or 1 day appear, some three days leakage is replaced, and after replacement, leakage occurs. The leakage location is a little below the separator where the syringe is connected to the connector, as shown in the previous video. Some teachers have reported that there are probably several small holes in a little position under the separation membrane, and the small holes in them leak, but it is a little difficult to distinguish whether it is a little difficult to distinguish with the naked eye. Because a complaint with the same batch number in the same situation had been made before, the complaint sample had been sent back, so this batch of leakage department was thrown away without reservation. Date of sale: 7/12/23

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. This occurred 46 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: feedback from nurse manager during infusion, found that the product leaked, affected number of 46 pcs, full translation of customer response in attachments: hello, this situation is 46 connector leakage, all of which occur after connection, some use hours or 1 day appear, some three days leakage is replaced, and after replacement, leakage occurs. The leakage location is a little below the separator where the syringe is connected to the connector, as shown in the previous video. Some teachers have reported that there are probably several small holes in a little position under the separation membrane, and the small holes in them leak, but it is a little difficult to distinguish whether it is a little difficult to distinguish with the naked eye. Because a complaint with the same batch number in the same situation had been made before, the complaint sample had been sent back, so this batch of leakage department was thrown away without reservation. Date of sale: (B)(4).